Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators vr1 air mix. The complaint of failing testing was not confirmed. The device tested to work instruction (B)(4) and recorded on (B)(4) and reported problem passed all frequency and tidal volume readings passed spec, the child setting in 6.3.a. Is on its lower limits. The device passed all tests however to avoid customer dissatisfaction the patient valve and sbv/pdv was replaced to ensure no intermittent fault and to increase reported reading above minimum. Repair summary included : back pressure leak test 6.4. Failed initial test so relief valve was replaced to correct this.

Event description:
Investigation summary in h 10.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical ventilator failed during annual inspection. There was no patient present at the time of the event. There were no reported adverse events.